Event description:
The customer reported to baxter us that one (1) vented spike adapter that kept coming apart. The customer had the vented spike adapter spiked into an albumin bottle. The customer has a sample available for evaluation. There was no patient involvement, medical intervention or injury reported. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is exempt; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.